Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP device. The device was returned to a third party service center. The service technician evaluated the device. The service technician reports finding the power connector of the unit corroded. The device would not power on.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.